Event description:
Noise presumed on both the rv and ff channels via a home monitoring iegm. On (B)(6) 2012- we were informed the lead had been explanted on (B)(6) 2012, but the device remains implanted.